Manufacturer narrative:
Report will be updated when investigation is complete. This is the same event as 3010536692-2015-01483, -01484, -01485.

Event description:
Allegedly, patient revised due to anterior and lateral hip pain and elevated metal ion levels (left).